Event description:
As the physician was dissecting out the adenoid during an adenoidectomy, the adenoid tip slipped off and burned the pt's lip in two small places. Physician stated that the scrub nurse, who was new, had not seated the tip on the handpiece properly. Physician was not upset with the product. Surgery center completed an incident report.

Manufacturer narrative:
The facility did not retain the device but did provide a lot number for the tna device. This is an initial report. A follow-up report will be filed once the investigation has been completed.